Event description:
Complainant alleged that while treating a pt (age & gender unk) the device displayed "status 66," "status 104," and "status 110" messages. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.